Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. It was reported that the up arrow, down arrow, and ok/enter buttons were under-responsive. It was also reported that moisture was located in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 11/2/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/17/2017 with the following findings: during investigation, the pump intermittently powered on with the returned battery cap. A test battery cap was used for all testing. There was evidence of moisture inside the battery compartment. The keypad rubber was intact with no tearing or peeling. All keys were responsive. There was no contamination under the key contacts. A leak test showed a battery compartment leak. The pump cover was removed and the pump was disassembled and there was no evidence of additional moisture inside the pump. The keypad flex cable was found to be fully inserted into the keypad flex connector and connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.